Manufacturer narrative:
Follow-up #2 date of submission 03/13/2014-device evaluation: the insulin pump has been returned and evaluated by product analysis on 02/25/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages. Investigation found that the keypad cover was peeling. The ¿up¿, ¿down¿ and ¿ok¿ buttons were unresponsive while the contrast button responded properly. Removal of the keypad cover did not find contamination under any of the button contacts. Damages to the connecter wire for the keypad was observed.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly the ¿ok¿, ¿up¿ and ¿down¿ buttons responded intermittently. Reporter stated that the keypad was intact. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). The correct serial# for this device is (B)(4).